Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to procedure, it was noted that the right ventricular lead exhibited several episodes of noise and a lead fracture was suspected. The episodes seemed to be possibly due to external noise and was inhibiting pacing. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.